Event description:
It was reported that during a high risk ptca / stenting treatment procedure, the luge jtip 300 cm guidewire fractured and a 30-35 mm portion remains in the pt's body. The pt was not considered a good surgical candidate due to their age. The pt was asymptomatic during this event. The physician obtained right femoral artery vascular access and placed a super soft stabilizer guidewire and an xb 3.5 guide catheter across the lesion in the left circumflex (lcx) coronary and artery. He was able to advance the guidewire into the obtuse marginal branch (om) coronary artery with minimal difficulty. Heparin was administered, followed by ptca intervention with a maverick 2.5/50 mm balloon inflated to moderate pressures in two serial aspects of the lesion and subsequent stenting with a cypher 3.0/33 mm stent inflated to high pressures. The lesion was reduced from 99-100% to 10% residual stenosis. The physician noted compromise of the distal aspect of the lcx at the bifurcation with om#1, which was rescued via the luge guidewire being pass through the stent. Timi iii flow was restored to the distal lcx. A 70% residual mid lcx lesion was not amenable to intervention, as previous attempts to pass a maverick 2.5/50 mm balloon would not cross the stent. The physician opted to treat this lesion medically. He subsequently passed the luge guidewire into an area of spasm beyond the om stent and inflated the maverick balloon to 6 atms, thus reducing the 50% stenotic lesion to less than 10% residual stenosis. He then turned his attention to the right coronary artery (rca) and using an rca bypass guide (providing a medium amount of support at best), attempted unsuccessfully to advance the stabilizer wire into the distal rca. The wire was becoming caught on the distal aspect of the lesion at a 90-degree turn preventing further advancement. The physician exchanged this wire for the luge 300 cm guidewire and successfully crossed into the rca, but was unable to pass either a balloon or a stent through the significant amount of calcification in the proximal rca. Guide catheter positioning was lost. A jr4 guide catheter was attempted, but inadequate, so was exchanged for an xb rca guide catheter which provided better support, but produced dampening in the ostium of the rca in the area of the 60-70% calcified ostial stenosis. A heparin bolus was administered due to a decreased act level. A transient no-reflow in the rca brought the pt's heart rate down to 43 bpm and their blood pressure down to 50-60 mmhg, but the physician was successful in advancing the luge wire and a quantum maverick 2.5/8 balloon into the area. The pt's condition was unstable at this time, and the balloon was inside the lesion, so the physician elected to inflate the balloon to 6 atms for 10-15 seconds and successfully reduced the lesion stenosis from 95% to approximately 30% residual stenosis. Haziness and a dissection flap were observed both in the lesion treated as well as into the distal rca. The pt's blood pressure stabilized (to their baseline 130 mmhg) with increased heart rate to 105-110 bpm after administration of atropine 0.6 mg. The luge wire had been inserted down the rca, through the lesion, and into an acute om branch. As the dissection extended from the lesion into the rca, the physician felt the need for wiring and stenting of the distal rca, rather than the om branch, but was unsuccessful in crossing into that region despite a 45 minute attempt with several devices and additional angiogram films. An rao cranial angiogram view revealed that despite the dissection, the tightest portion of the residual lesion was in the mid rca and had recoiled back to a 60-70% stenosis before the bifurcation of the om and the distal rca. Following the long and unsuccessful attempts to wire the distal rca, the physician deployed a cypher 2.5/13 mm stent at 12 atms just prior to the bifurcation. This reduced the lesion to approximately 50% residual stenosis in the distal rca and beyond the stent. Another attempt to wire the distal rca with a guidant wire was unsuccessful due to severe vessel tortuousity including two 90-degree bends in that area. Further intervention was not attempted. At this point, the physician began removing the remaining interventional devices, but was unable to remove the luge wire from the om. The wire tip fractured off in the distal aspect of the stent into the om and remained there. Attempts to maneuver the separated tip further into the om branch with a diagnostic catheter and the remaining portion of wire were unsuccessful. The physician elected to leave the residual 30 cm of wire in the acute om branch at the distal aspect of the mid rca stent and to treat the pt (indefinitely) with antiplatelet therapy to prevent stent and/or wire-related thrombosis. The post procedure EKG was normal. The pt was alerted to the procedure outcome. They were monitored on telemetry overnight remaining pain free and stable.